Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the red port, blue port, clamps, bifurcate and cannula appeared intact. Pmv performed functional testing; the distal end of the cannula was clamped, and a water bath test was performed, air bubbles were detected in the middle of the extension tube on the red port side. Several cuts were observed in the red arterial luer adapter tubing. Ecords from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the hole in the extension tube may occur when mishandled during clinical application. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No relationship between the device and the reported incident was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a crack was found in the luer adapter. There was no reported patient outcome.